Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was giving low power errors and not producing x-rays. Troubleshooting actions showed the frontal generator breaker was tripped. The fse reset the breaker and restarted the system. System did not have issues but the third-party ups (uninterrupted power supply) was affected by hospital load generator test such test performed monthly by hospital maintenance personnel. The ups was reset before allura system. After the restart the ups failed again. Fse bypassed the ups battery power and ran the system on the hospitals mains and the system operated properly after thorough functional testing. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur.

Event description:
It has been reported to philips that the system is giving low power errors and not producing x-rays. The system was in clinical use and the patient was moved to another room to complete the procedure. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed the frontal generator breaker was tripped. The fse reset the breaker and restarted the system. The ups (uninterrupted power supply) was also reset before allura system was restarted to further troubleshoot. After the restart the ups failed. The fse bypassed the ups and returned the system to use in good working order.